Event description:
While performing service on an MRI system, a siemens engineer inadvertently brought a ferrous object into the magnet room. The object was drawn into the magnet. The engineer caught their arm between the magnet and the ferrous object. The engineer's right forearm was broken and they underwent surgery for the injury.